Event description:
It was reported that the atrial lead was explanted due to a suspected allergic reaction. An allergy kit was ordered for testing. The patient was in good condition following the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).